Event description:
An error message was reported with the abbott diabetes care (adc) device in use with iphone with 16.3.1 operating system version and software version 2.10.2.7677. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a seizure and was able to self-treat with unspecified treatment prior to receiving unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the freestyle librelink app. The customer reported receiving an error message. The reported issue was investigated and attempted to be replicated. As per the abbott diabetes care compatibility guide for the freestyle librelink app, the reported configuration was not compatible with the freestyle librelink app. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a seizure and was able to self-treat with unspecified treatment prior to receiving unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.